Event description:
Design of roller clamp easily misaligned after cleaning or from physical shock causing overinfusion (free flo); even if unit not powered up. No time-out alarm in the event of being placed in "stop." No battery charging indicator when power cord is plugged-in. There have been many complaints of overinfusion.